Event description:
A customer reported ¿4017 spec.sy clog detected¿ error during quality control (qc) run on the aia-360 analyzer. The customer washed the sample nozzle five (5) times and reran, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by performing diagnostic tests and inspected components related to the issue. Fse cleaned the sample nozzle and error reoccurred with false positive due to voltage out of range that sets the analog to digital (ad) value. Fse measured the voltage between test point 4 (tp4) and test point 1 (tp1) on the sens board and found the ad value was out of range. The voltage was 2.3 volts and fse increased voltage to 2.5 volts which increased the ad value to 500. Then performed the clog/impasse test to verify that the c-b value was in range. Fse ran controls and samples that had previously caused clog errors without issue. No further action is required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(6). There were no similar complaints identified during the searched period. The aia-360 training manual under section troubleshooting: flag definitions and corrective measures: (4017) spec.sy clog detected. Description: specimen clog was detected. Troubleshooting: the item is not assayed. Repeat assay. The most probable cause of the reported event was due to decrease in voltage between test point 4 (tp4) and test point 1 (tp1) on the sens board, however, the cause of the decrease could not be established.